Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully advanced a smart coil to the target location using a non-penumbra microcatheter; however, the physician then was unable to detach the smart coil using the handle. The physician, therefore, attempted to detach the smart coil manually; however, the smart coil still did not detach. The physician, therefore, used a new handle to detach the smart coil successfully, and the procedure was continued using new coils. There was no report of an adverse effect to the patient.